Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. (B)(4).

Event description:
It was reported that this lead was unable to be implanted due to damage in the insulation it seems to be fractured and lead exhibited high impedance out range. The lead helix seemed to have been caught on something when trying to retract the first time requiring the physician to make an excessive amount of turns in attempt to retract and helix would not retract. No adverse patient effects were reported.